Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00383 and 9616099-2008-00384. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.

Event description:
A report was received from the e-select registry indicating that approximately seven months post index procedure (2007) the pt experienced angina pectoris. An angiogram was performed confirming 100% restenosis at the mid left anterior descending (lad) (target lesion) and distal peri-stent restenosis. The restenosis at the mid lad was treated with percutaneous transluminal coronary angioplasty (ptca) and cutting balloon. At the left main (target lesion), diameter stenosis was 80% with proximal peri-stent restenosis/ostial focal restenosis noted at the proximal lad (non-target lesion). The restenosis was treated at the left main was treated with plain old balloon angioplasty (poba).